Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop" alarm. In the events log a xdcr fault was found. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was determined to be a corrupted and failed turbine eeprom.

Manufacturer narrative:
A second suspect component, the main printed circuit board assembly (pcba), was also received and evaluated by the failure analysis department. The customer's reported issue was confirmed and duplicated in the laboratory setting. Pressure transducer pt800 failed on the device and was unable to be calibrated.